Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient had a device that had to be replaced. During the procedure, the device was interrogated. The parameters of impedance and detection were correct. Nevertheless, 9 short v-v intervals appeared and the threshold was high. Besides, 50 episodes of svt/nsvt (supraventricular tachycardia/non-sustained ventricular tachycardia) were registered without egm (electrocardiogram)except 1, that was effectively a nsvt. Looking the thresholds from several monitorings, it was observed that the threshold was increasing progressively so the lead, apparently, was "not broken." Nevertheless, taking advantage the surgery, the physician decided to abandon the rv (right ventricular) lead inside the patient (because of the field action) and a new rv lead was implanted. No patient complications were reported as a result of this event.